Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. The insulin pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 216 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.